Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of hospitalization for low blood glucose of 41mg/dl. Customer indicated that their blood glucose value was 95mg/dl at the time of the call. There was no indication that the insulin pump over delivered insulin. Customer indicated that their endocrinologist changed some settings on the pump. Customer was advised to monitor the pump and blood glucose and call back if any further issues.